Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, severe resistance was felt and so the device was failed to cross the lesion. When the device was removed, the stent struts were found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage, with proximal stent struts lifted and pulled distally, as well as the stent moved proximally on the balloon. The crimped stent outer diameter measured during manufacture within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.e1-initial reporter facility name: japan community healthcare organization osaka hospitale1-initial reporter city: osakashifukushimaku fukushima 4-2-78 27 5530003

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, severe resistance was felt and so the device was failed to cross the lesion. When the device was removed, the stent struts were found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.